Manufacturer narrative:
The calibration recovery data provided was within specification. The customer's qc recovery showed imprecision trending high. Based on the provided pre-analytical information, the customer's centrifugation time may be shorter than recommended and the speed may be faster than recommended. The field service engineer (fse) found that the pipette that customer has used to prepare controls was out of specification and caused the qc material to fail when performed. Once a new pipette was used to prepare fresh materials, the qc was successful. The investigation did not identify a product problem. The root cause of the event was found to be consistent with a handling problem at the customer site.

Manufacturer narrative:
The initial analyzer serial number is (B)(6). The second analyzer serial number (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable creatine kinase results for 3 patient samples on a cobas c 503 analytical unit. The customer repeated previous patient samples on a new reagent lot as they were having issues with qc recovering high. Sample 1 had an initial result of 79.0 u/l. The sample was repeated on another analyzer and the result was 67.5 u/l. On (B)(6) 2026, the sample was repeated on the initial analyzer with a new reagent lot and the result was 59.5 u/l. Sample 2 had an initial result of 62.0 u/l. The sample was repeated on another analyzer and the result was 48.0 u/l. On (B)(6) 2026, the sample was repeated on the initial analyzer with a new reagent lot and the result was 47.6 u/l. Sample 3 had an initial result of 15075.0 u/l. On (B)(6) 2026, the sample was repeated with a new reagent lot and the result was 9683 u/l. The repeat results from the new reagent lot were deemed correct. Clarification on whether the initial results were produced on (B)(6)2026 was not provided.